Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # va03dt9, implanted: (B)(6) 2012, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3093-33, lot # v165299, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported: "up and getting motivated. {named individual} is taking me to dallas to the doctor. I think the {manufacturer name} is broken. Can't turn it on without continuous shocking." The patient also noted: "headed back home. Procedure to be scheduled so probably back in a week or so." No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.